Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder rotator cuff repair surgery the anchor pulled and broke apart once it was inserted and tension was applied, all the broken pieces were removed from the patient's anatomy. No patient injuries or delay reported. Back-up device was available to complete. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 4.75mm healicoil regenesorb sa anchor system, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor pulled out and broke apart once it was inserted and tension was applied. An exact root cause cannot be determined with confidence with the limited clinical information; however, factors that could have contributed to the reported event include: pathological conditions of the bone that would prevent secure fixation. Not preparing the insertion site with the proper prep device. The instruction for use outlines precautionary statements and instructions in during deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.